Event description:
Generator reported to have been explanted because lead impedance was too high and output was limited. Follow-up with physician indicated that revision surgery was originally scheduled to further tack down the generator due to pt anatomy (large breasts). A high impedance reading was obtained in the or, however, physician was under the impression that it was resolved without product replacement. MFR later received explanted generator and implant info for replacement system (lead and generator) for pt. Lead discontinuity is suspected as cause for high impedance reading.